Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was difficulty suctioning the patient. They attempt to change his inner cannula but there was difficulty in placing cannula. The ent doctor performed a bedside endoscopy through the tube and saw that there was a significant kink creating an obstruction of approximately 50% of the tube. The patient had dynamic tracheomalacia (presumed from the obstruction in the tube). It was reported that the tube was changed.